Event description:
It was reported that the patient received inappropriate hv therapy due to noise. Physician suspected insulation damage. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.